Event description:
It was reported that during testing, the ventilator alarmed for disc/sense and the turbine would not operate. The ventilator was not connected to a patient when the reported problem occurred. No patient harm reported.

Manufacturer narrative:
Na